Event description:
It was reported that the patient was making good progress with his implant. He was brought to his audiologist on (B)(6) 2014 as he had no access to sound. There was no report of trauma or swelling over the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.